Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the headend lift was stuck in an elevated position due to a damaged lift motor, pinched sensor coil cable and malfunctioned lift potentiometer.